Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image was due to scratches on the unit connector pins. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image. There were no reports of patient harm.